Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the outer insulation was abraded. The abrasions was consistent with friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.